Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) received on (B)(6) 2010 regarding a break in aseptic technique, fever and peritonitis in a male patient who was born in (B)(6) coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2006, the patient started treatment with dianeal pd4 unknown bag (frequency and dose unknown); intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient had a break in aseptic technique. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent, and fever. The patient was hospitalized on the same day for the peritonitis. The patient was treated with unspecified antibiotics. Dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. The peritonitis was ongoing and improved. The nurse believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique. No further information is available.